Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the pump was reaching the end of its life and the patient was placed on pneumatic support using a stroke volume limiter (svl) and drive console. It was reported two days later that the patient had an emergent pump exchange the patient is doing well and was discharged to home.

Manufacturer narrative:
The lvad has been held up in the hospital's pathology. The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Thoratec was granted as of 2007, an exemption form the 30 day calendar reporting requirement for events related to medical devices eligible for inclusion. Per this exemption, these events are due to the FDA no later than 90 calendar days from awareness date.